Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The target lesion was right common iliac artery. There were heavy calcification and moderate vessel tortuosity, the rate of stenosis was 100% (cto). Access was made from right femoral artery. Initial guide wire (radifocus, terumo) did not cross the target lesion. Therefore, another one (swan excel, aubex) was advanced and crossed the lesion. A powerflex p3 balloon catheter ((B) (4)) was delivered for dilatation. The leakage of the contrast media was observed from the balloon during the inflation. The powerflex p3 balloon was removed from the patient's body. Another product (details unk) was used and the procedure was completed without any other problem. There was no adverse event and the patient is in stable condition.